Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle pull off or did the suture thread break? Were there any undesired outcome/ complications, alteration in procedure/ or alteration in post-op care due to delay in procedure? Device return follow up/status.

Event description:
It was reported that a patient underwent a periodontal plastic surgery procedure on unknown date in 2019 and suture was used. The needle pulled off the strand or the suture broke during use. The procedure was delayed 15-20 minutes. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The needle pulled off. Additional information was requested and the following was obtained: for each procedure (8), did the needle pull off or did the suture thread break? 6 needles pull off and 2 sutures thread break. Were there any undesired outcome/complications, alteration in procedure/ or alteration in post-op care due to delay in procedure?: no. Note: events captured in 2210968-2019-85145, 2210968-2019-85148, 2210968-2019-85150, 2210968-2019-85151, 2210968-2019-85043, 2210968-2019-85046, 2210968-2019-85047 and 2210968-2019-85048.